Event description:
The resident stated that the cpm machine pushed her knee up to her chest. It caused the resident discomfort and it frightened her. The machine was set for 90 degrees but it went further than 90 degrees and caused her to be afraid. Dates of use: (B)(6) 2011. Diagnosis or reason for use: right total knee replacement.